Event description:
During an in clinic follow-up, low sensing, high capture threshold, and oversensing resulting in loss of pacing was observed on the right ventricular (rv) lead. An attempt to reposition the rv lead was performed, however, the lead helix was unable to extend. The rv lead was explanted and replaced to resolve the event and the patient was in stable condition.

Event description:
During an in clinic follow-up, low sensing, high capture threshold, and oversensing resulting in loss of pacing was observed on the right ventricular (rv) lead. An attempt to reposition the rv lead was performed, however, the lead helix was unable to extend. The rv lead was explanted and replaced to resolve the event and the patient was in stable condition.

Manufacturer narrative:
As received, a complete lead was returned in one-piece. A visual examination of the lead revealed the helix in the retracted position and it was clogged with blood and tissue. An x-ray examination was performed and the inner coil inside the connector region was over torqued consistent with procedural damage. After cleaning the helix, it could be successfully extended and retracted when torque was applied to the connector pin. The full helix extension length was measured within required specifications. The reported events of low sensing, high capture threshold, and oversensing resulting in loss of pacing were not confirmed. Electrical testing revealed no indication of conductor fractures or internal shorts. Additionally, a visual and x-ray examination were performed and no additional anomalies were observed.